Event description:
It was reported that a device was used during a left colectomy. When the surgeon fired the device and removed it, the anvil remained in the proximal bowel. Upon inspection of the staple line, the surgeon noted that the device did not staple. There were no pt consequences.